Event description:
Related manufacturer reference number: 3006705815-2023-02292. It was reported that the patient experienced ineffective stimulation due to one of the leads being fractured. During the replacement of the lead, one of the patient¿s ipg¿s was damaged and deemed inoperable. Surgical intervention took place wherein one lead and the ipg was explanted and replaced to address the issue.

Manufacturer narrative:
During processing of this complaint, attempts were made to obtain complete patient information. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined. The allegation is against one of two leads; however, it is unknown which lead(s), therefore, all potential components are being listed. Additional components potentially involved in the event: product family: scs, model: 3186, UDI: (B)(4), serial: (B)(4), batch: a000110044.